Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low speed advisories were observed on (B)(6) 2018. Patient was asymptomatic. Technical service reviewed the log file submitted which contained speed drops lower than the lower speed limit on (B)(6) 2018. These occurred when the patient was utilizing the mobile power unit (mpu) and could be caused by a percutaneous lead (driveline) short to shield. X-rays showed a little shield separation externally. The patient was provided with an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
The reported events could not be confirmed through evaluation of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.